Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that their device stopped working, and they need it replaced. They stated that they have fallen many times and has had many concussions. The patient was redirected to follow-up with their healthcare provider. No further complications or patient symptoms were reported or anticipated.